Event description:
The catheter was placed in the right antecubital vein. Catheter was pulled back 4cm, so 11cm was left in pt. The catheter broke while indwelling.

Manufacturer narrative:
The sample was received on 09 may, 2007 and sent for decontamination. The incident is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted.